Event description:
It was reported that during an a-fib procedure, when ablating in the left atrium at 45w nears the base of the ridge around the mva, the physician heard a steam pop. No changes in impedance and temperature were noted on the cardiolab screen. It was noticed that the patient's blood pressure dropped about 4 -5 minutes after the steam pop, and a pericardial effusion occurred. The perforation was confirmed with a transthoracic echo and a pericardiocentesis was performed. Compressions were performed at one point during the code due to the arrhythmia. The physician believed that the perforation was caused by the steam pop. It was also noted that the physician was using a new ablation sheath for the first time, the boston scientific heartspan sheath. Also, it was expressed by the physician that he experienced a hard time to stabilize the catheter. The patient was transferred to cicu in stable condition. The outcome of this event was reported as fully recovered. The ep lab manager reported that the patient went home a few days later and was doing well.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, a pericardial effusion occurred. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Also, the catheter was tested and it passed electrical, temperature and generator tests. Deflection test was performed and the catheter meets all deflection characteristics. Finally patency flow and cool flow pump tests were performed and the catheter passed, all tip domes were flushing properly. The device history record (DHR) was reviewed and no anomalies were found regarding this issue. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the instruction for use (IFU) recommends that a careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.

Manufacturer narrative:
Concomitant products: carto xp system us catalog #: fg-4700-00 serial #: (B)(4); stockert 70 system us catalog #: s7001 serial #: (B)(4); cool flow pump us catalog #: cfp002 serial #: (B)(4); lasso sas us catalog #: dln1215ct lot #: 15594138l; ez steer coronary sinus us catalog #: bd710fj282rts lot # 15568213m. (B)(4).